Manufacturer narrative:
Evaluation result: release rod.

Event description:
It was reported by service report that the stretcher would not lower. No pt involvement or adverse consequences are reported.